Event description:
It was reported that at a lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. No noise was observed before or after the lss occurred. A boston scientific technical services consultant discussed further system evaluation. It was noted that the associated hv lead is manufactured by a competitor. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).